Manufacturer narrative:
F code updated. Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard bc pro winged unit from lot number 4155280. Additionally, 3 photos were provided. A visual inspection was performed and confirmed there appeared to be solid orange foreign matter on the needle cover. The foreign matter was embedded. No foreign matter was discovered in the fluid path. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. During molding, resin is used to form the device. It¿s possible that previous resin got burnt and was still present when this device was in the molding process, causing the embedded discolored resin. Quality control plan visual inspection, environmental monitoring, and gowning are performed to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global wing foreign matter on inside cap. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about there is a black foreign object found (dirt) inside the cap before use.